Manufacturer narrative:
Philips service advised the customer to replace the 3rd-party table-side pc. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the boom computer failed to boot, and monitor control was unavailable on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.